Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. Additionally, the guidewire was kinked in the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed.

Event description:
It was reported that guidewire peeling off occurred. The patient presented with lower limb peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified illiac artery. A 035/260/1 (bx/1) amplatz super stiff guide catheter was used for treatment. However, during insertion, a black polymer part of the guidewire spring coil tip peeled off. The procedure was completed with a different device and the device was removed intact. There were no patient complications reported and the patient condition is good.

Event description:
It was reported that guidewire peeling occurred. The patient presented with lower limb peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified illiac artery. A 035/260/1 (bx/1) amplatz super stiff guide catheter was used for treatment. However, during insertion, a black polymer part of the guidewire spring coil tip peeled off. The procedure was completed with a different device and the device was removed intact. There were no patient complications reported and the patient condition is good.